Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green lid (pull ring cap) of an amia automated pd cycler set separated and fell to the floor. This occurred when opening the pouch of the device for peritoneal dialysis therapy. The patient continued to use the cassette with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.